Event description:
It was reported that the device would intermittently not charge. Also, when the device was charged for defibrillation testing at 200 joules, the charge was delayed. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer stated that they are going to decline repair on the device, and seek to replace it with a new defibrillator. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.